Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® one use holder, one (1) holder separated from the from the needle. No adverse impact was reported regarding the patient or user.